Event description:
Philips received info from the customer reporting when pushing the "in" button on the gantry control panel, the couch moved up. There was no report of harm to the pt or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).